Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The no delivery alarm is functioning properly. Device was received with cracked case at the display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call she experienced excessive no delivery alarms and high blood glucose. Customer stated her blood glucose value was 487 mg/dl when she first started getting the no delivery alarms on (B)(6) 2015 and last high blood glucose was over 300 mg/dl on (B)(6) 2015. Currently she was at 131 mg/dl. She treated with the insulin pump and then with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Customer declined to check the settings and stated that the doctor changed the programming a couple of days back. The insulin pump failed the high pressure test. The insulin pump was replaced and returned for analysis.